Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system passed all tests and inspections and was found to be fully functional. The medtronic representative was unable to reproduce the issue. It was reported at that time to the medtronic representative by a site representative that they removed some drape material from the track after the incident. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, during a 3d spin the imaging system made two loud clanks and the spin terminated. The scan sent to the navigation system but it was incomplete. They tried to open the gantry door but it would not open, so they manually cranked it open and brought in their other imaging system. They took another spin with the other imaging system to complete the procedure. There was a reported delay to the procedure of 25 minutes due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).